Event description:
A doctor alleged that a patient experienced the debonding of one (1) crown after placement with lute-it cement.

Manufacturer narrative:
Specific information with regard to the patient, incident, or product shade used could not be recalled by the doctor. The doctor re-cemented the crown using a different product. To date, the patient is doing fine. The product involved in the alleged incident was not returned and no lot number was provided; therefore, no evaluation can be conducted.